Event description:
It was reported that the customer has been experiencing low blood glucose (bg) for the past 2-3 weeks. Suspected cause was due to the customer¿s weight setting was programmed incorrectly. Customer's bg was displayed as "low" (although a specific value was not provided) on 06/21, otherwise through log review it was determined that the customer's bg was 80mg on 06/22 and no lower than that otherwise. Customer addressed low bg events by consuming carbohydrates. Other than customer's weight setting requiring adjustments, it was determined that the pump was functioning as intended otherwise. Customer updated their settings to address the event and continued using the pump for insulin therapy.